Event description:
It was reported that pump displayed malfunction alarm code 1 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device, which customer understood and acknowledged.